Event description:
It was reported that this right ventricular (rv) lead exhibited potential loss of capture. Technical services discussed trouble shooting options and to see anything has changed with the patient's condition. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).